Event description:
A doctor identified two (2) different lots of maxcem elite clear, which were alleged to have been associated with the debonding of crowns in five (5) patients. The debondings occurred approximately two (2) to three (3) days after placement with maxcem elite clear; however, the doctor was not definitive as to the number of patients affected with regard to each lot. Five (5) reports will be submitted for the alleged serious injuries. This is the fifth of five (5) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the bond failures, he could not verify which lot was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incident included lot numbers 4394310 and 3745438. The doctor could not recall patient or incident details; however, the patient's crown was re-cemented with a different product, without further incident. The products involved in the alleged incidents were not returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review of both of the lots revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to both of these lot numbers. These investigation results suggest that this is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.

Manufacturer narrative:
The lots involved in the alleged incident included lot numbers 4394310 and 3745438. The returned products were evaluated for adhesive strength, yielding results within specifications.